Manufacturer narrative:
Lot number(s): hcg2030057; expiration date(s): 02/2014. Control: 25miu/ml hcg urine lot: hcg120809-01; 230.2iu/ml hcg urine lot: hcg120917-01; 229.9iu/ml hcg urine lot: hcg120903-01; 280.1iu/ml hcg urine lot: hcg120926-04. Summary of results: the retention device meet qc specification, details as below: the 25miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=20)/ the 230.2iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3); the 229.9iu/ml hcg urine control yielded clearly positive results at 3 minutes read time. (N=3); the 280.1iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). Conclusion: from retain testing with in-house controls, the client's results was not replicated, and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer complaint was not replicated in-house with retention devices. Retention devices were tested with hcg urine controls at cut off and high levels. All results met qc specification. No false negatives were observed. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined without pt specimen in-house analysis. To date, 1 complaint has been reported against this lot. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.

Event description:
Customer reported a false negative urine hcg result with the henry schein one step+ hcg combo test. Customer observed a negative result on a urine sample from a female pt about (B)(6). The physician did a sonogram and sent the pt to the ed due to bleeding related to an ectopic pregnancy. A beta hcg test was performed with a result of about 150miu/ml (no exact value was given). The exact date of the event was not provided. No further pt info was provided. Although, there was a device deficiency, it is the opinion of alere's medical advisor that the device did not cause or contribute to the bleeding which was reported to be related to the ectopic pregnancy.